Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. (B)(4).

Event description:
It was reported patient underwent hip revision surgery 6 months post implantation for dislocation and delayed healing. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation is complete a follow-up MDR will be submitted. Concomitant medical products: part # unk/ unk head/ unk lot #. Part # unk/ unk cup / unk lot #. Part # unk/ unk liner/ unk lot #. Part # unk/ unk prox stem / unk lot #. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 - 05311

Event description:
It was reported that patient underwent a revision surgery on an unknown date for unknown reasons. Stem component was removed. Attempts have been made and additional information on the reported event is unavailable at this time.